Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product has been discarded and will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 78-year-old male patient, the clinician observed that a wire had become dislodged from the electrode pad. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.